Event description:
Information was received from a patient's (pt) representative (rep) regarding an implantable neurostimulator (ins). The reason for call was pt reported the patient was in a lot of pain, getting a shock in the patient's leg and it was so back pt cant walk. Pt rep said the issue started since they put the ins in. Caller mentioned they tried to reach out to their hcp but the clinic was closed today. Caller said the pt tried to turn off the stim but getting shock on their foot or ankle. Last night when they turned the stim on the patient was still in pain. Caller said the patient was trying to bare the pain so they tried to adjust the intensity from up and down. Caller also said the shock gets to the point where the patient jumped. When agent asked the hcp the caller didn't provided a name. Caller mentioned that they just need relief or advise for now. Agent offered to email the reps. Agent redirected pt to reach out to their hcp once they are available to set up an appointment with rep to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.